Manufacturer narrative:
(B)(4). Date of event and echocardiogram has been estimated as (B)(6) 2018. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment and torn leaflet. It was reported that on (B)(6) 2018 imaging was a challenge during the mitraclip procedure when one mitraclip was implanted reducing mitral regurgitation (mr) from grade 4 to grade 1. Approximately two weeks post procedure, the patient had grade 4 recurrent mr and a single leaflet device attachment. In (B)(6) 2018, a planned coronary artery bypass graft surgery (CABG) was performed. During the planned CABG, the mitral valve was surgically replaced. It was noted during the surgery that the anterior leaflet was completely diseased and that it was friable and torn where the mitraclip had been. The mitraclip was still attached to the posterior mitral valve leaflet. CABG was successful and the patient was in stable condition after the surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mitral regurgitation (mr) and tissue damage (mitral valve injury), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (friable anterior leaflet) and user technique/procedural circumstances (difficulty visualizing the clip). The recurrent mr and mitral valve injury (tissue damage) appears to be due to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.